Event description:
Reported as the port was replaced due to a leak around the seal of the port.

Manufacturer narrative:
Medwatch sent to FDA on: 05/jul/07. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the port tubing (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). There was no indication of wear related damage to the portion of the lap-band system returned. Performance tests indicate no leakage at the access port. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector.